Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "started ripping" (rupture).

Event description:
Patient reported an unknown side of "ripping and warranty coverage." Device remains implanted.